Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. The device was in backup vvi mode. The device was reprogrammed successfully, and the patient will continue to be followed-up normally.